Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information by a nurse in (B)(6) of peritonitis in a patient coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies. During a call with baxter customer services, the following was reported. On an unknown date, the patient experienced peritonitis which resulted in hospitalization on (B)(6) 2011. Treatment for the event was not reported. The cause of the peritonitis was unknown. The nurse believed the cause may have been a break in aseptic technique, however this was not confirmed. The patient did not know the cause and stated that he used masks, gloves, and tried to keep the door closed. At the time of this report, the patient was recovering. Therapy with dianeal was ongoing. The nurse stated that the event of peritonitis was not related to dianeal therapy.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not request. Should additional information become available, a follow-up report will be submitted. This is report 1 of 4 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h11g21032, h11f30027, h11f03032,h11e14015 and no exceptions were observed that were related to the reported condition. The cause of the use error which resulted in the peritonitis was undetermined. The label review found the labeling adequate for the use error in this complaint. Baxter will continue to monitor similar reports to determine if further actions are required.